Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model vnl11-j10 is available in the USA with a 510k number k172156. We checked the returned unit and confirmed that the ccd wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd wire. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the control body fluid damage, the light guide cable fluid damage, the electrical connector fluid damage, the lg cable connector fluid damage, the light guide cable for control body fluid damage, the light guide cable for prong fluid damage, the insertion flexible tube (ift) coating damage, the light guide cable coating damage, the insertion flexible tube (ift) buckled, the light guide cable buckled, the light guide cable for control body buckled, the control body corroded, the electrical connector corroded, the lg cable connector corroded, the light guide cable for prong leak, the light guide cable for control body disinfections damage, and the light guide cable for prong disinfections damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.